Manufacturer narrative:
Concomitant medical products: product ID 3387-28, lot# 0208374341, implanted: (B)(6) 2014, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387-28, lot# 0209183887, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015, there was lead high impedance and the stimulation effect decreased. The stimulation effect decreasing is what had led to the event/how the issue was identified. Device interrogation was done on (B)(6) 2015 and it was abnormal due to lead high impedance. The cause of the event was rupture of the lead. The event required an unscheduled clinic visit, in-patient hospitalization, explant/replacement of the extension on (B)(6) 2015 and explant/replacement of the lead on (B)(6) 2015. The issue was resolved. It was unknown if it was related to the neurostimulator or extension 1 but was related to the lead and was not related to programming/stimulation. Patient¿s medical history included dyslipidemia, hyperlipidemia, statin oral medications and essential tremor. Further follow up is being conducted to obtain information about impedance measurements, potential trauma experienced, and device status. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number 6000153-2016-00596

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that impedance measurements would made in a medical consultation then in the operating room during the surgery. The patient did not have a head trauma.